Manufacturer narrative:
(B)(4). Damaged antiback-up. The analysis results found that the mcm30 device was received in good visual condition. In an attempt to replicate the event reported the device was tested for functionality; it was noted to have issues holding the clip on the jaw and partially formed one clip. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. It could not be determined what may have caused the reported malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure there were unformed and malformed clips came out after firing. Changed to a new device to complete the procedure. No adverse event on the patient.